Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) to report that his onetouch ping read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On ¿(B)(6) 2015, 6am¿ the patient reportedly obtained an unspecified, inaccurate high blood glucose reading with the subject meter, compared to ¿40¿s reading¿ with another device (hospital meter) it was unclear how much time had passed between each result. The patient manages his diabetes with oral medication, diet and exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient denied he experienced any symptoms. However, the patient reported being treated in emergency room (ER) by a health care professional (hcp) with food and or drink. At the time of troubleshooting, the cca verified the subject meter¿s unit of measurement was set correctly and the patient used the correct testing steps. However, the test strips that were used at the time the alleged issue occurred were past the expiry/discard date. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. Although the patient did not develop serious symptoms, the hcp treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) /2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.